Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. Per dfu-0054-EU-04-eo revision 2 fibertak® suture anchors - m. Precautions - 4. Anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Self-punching fibertak suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause of the reported failure is a user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device being implant backed / pulled out.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, an arthrex subsidiary employee reported via email that an ar-3740sp double loaded knotless knee fibertak anchor was used during a knee procedure and came out after being inserted into the bone hole. No pieces remained in the patient. The procedure was completed using a replacement ar-3740sp double loaded knotless knee fibertak anchor. No specific details were provided regarding bone preparation or bone quality. There was no significant delay, no additional anesthesia was administered, and no adverse effects were noted. No photographs were taken to document the event. This occurred during a knee let procedure on (B)(6) 2025, with no reported patient harm.